Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. The customer stated that his sensor glucose reading was 83 mg/dl while his blood glucose reading was 240 mg/dl. The customer stated that ever since he calibrated, the reading has been off. The customer stated that his new reading sensor reading was 389 mg/dl and his blood glucose was 262 mg/dl. The customer's blood glucose versus sensor glucose was not within acceptable range. The customer was advised that the sensor may be responding to the changes in glucose. The customer was advised to call back if further assistance is needed.